Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030005. The history files were read out and analyzed. The customer specifies (B)(6) 2025 as the date of the incident. Four therapies were performed with the pump on the day of the incident. The first therapy was detailed analyzed. On (B)(6) 2025 at 21:19 a terumo 30ml syringe was selected. The syringe was filled too approx. 4ml. The therapy started with a delivery rate of 14 ml/h at 21:20. The therapy was interrupted by syringe empty alarm at 21:33. 2.93ml were infused in total. No abnormalities could be found in the device history files. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear, but no damages could be found. Functional inspection: a functional test was performed. The device passes the self-test. A syringe (terumo 30 ml) was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,03%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The deviation of the flow rate was inside the tolerance of the device. The device was disassembled, and the inside was investigated. No damages or soiling could be found. The reported defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "syringe pump delivering more drug dosage than set by clinician. Pump set at 14 mls an hour, noticed to be delivering more than set volume when syringe ran out. (Two unsupervised doctors). Tested on base seemed to deliver more per minute. No patient harm with the case."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313.